Event description:
Patient underwent left total hip 2006. Presented to ortho surgeon in 2009, with mass at left groin and increasing pain. Patient was worked up for infection and site was debrided two days later. All studies negative for infection but pathology results indicated soft tissue mass/pseudotumor reaction. Patient subsequently reported a metal sensitivity, particularly to nickel. Of note she had undergone a previous right hip replacement with ceramic head and no complications. Five months later, left acetabular liner and femoral head were removed and replaced with poly liner and ceramic head. Surgeon noted possible metal on metal wear reaction.